Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported the patient did not undergo an MRI or any other imaging. The hcp had no further information. Contributing factors remain unknown.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient needed an MRI on their shoulder that was not related to the device or therapy. It was reported the device was not working. It was stated the device was dead. No symptoms or further complications were reported.